Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the reporter, on approximately (B)(6) 2025 in the morning, the patient observed the cgm displayed 173 mg/dl and their bg was 42 mg/dl. Later that day around 4:00pm, the patient was vomiting and didn't feel right. He performed a fingerstick and his bg was 300 mg/dl, cgm reading was unknown, however, the patient stated it was not accurate. The patient¿s friend drove him to the hospital. Around 5:00pm when the patient arrived at the hospital, a fingerstick was performed and the bg displayed high. Lab work was performed, and the patient¿s bg was 930 mg/dl. The cgm is unknown as the patient had removed the sensor. The patient was admitted into the intensive care unit and was treated with an intravenous insulin drip. The patient was discharged 4 days later. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.